Event description:
On (B)(6) had cold. It got worse and doctor gave him asthma inhalers. He never got better and by (B)(6) got so bad. He used his CPAP faithfully every night and he slept a full night. His death certificate says acute respiratory failure, intestinal lung disease, autoimmune disease, psoriatic spondylitis, constructive sleep apnea, hypertension. He had a cold for 5 months and did not get better. Kept going to doctor/emergency room but his lung disease went wild and in the last two months having trouble breathing. It was completely unexpected and doctors had no idea. Went so fast and so terrible. A terrible death. He had been given so many medications at (B)(6) that the bag is so heavy.